Event description:
A (B)(6) male pt's mother contacted zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the electrode belt failed incoming testing. Upon evaluation, the yellow (pgnd), black (main batt), and white pulse wires were open in the trunk cable. The cause for the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open wires. The root cause has not been positively identified but is likely excessive force. No adverse event resulted from the open wires. The pt received a replacement electrode belt.